Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve.

Event description:
It was reported to medtronic neurosurgery that the performance level of the device changed. Reportedly, the level was set at 1.5 by the doctor, but it would sometimes change to 1.0 or 2.0. The patient had been to the hospital several times, but the problem could not be solved. According to the report, the patient was well and they received another level adjustment on (B)(6) 2016. The issue was under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.